Event description:
It was reported that the fiber cap detached inside the pt at 29,878 joules into the case. The physician was able to retrieve the fiber cap with forceps. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber, and there was no reported pt injury. It was noted the fiber cap was discarded and will not be returned to the MFR.